Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
This pi is for the first revision of the patient's foot arch. As reported: "patient was low weight bearing and broke a foot arch. We replace[d] the foot arch with new one..." Rep indicated patient factor: diabetic.

Event description:
This pi is for the first revision of the patient's foot arch. As reported: "patient was low weight bearing and broke a foot arch. We replace[d] the foot arch with new one...". Rep indicated patient factor: diabetic.

Manufacturer narrative:
The reported event that foot arch hoffmann lrf 180mm was alleged of 'instrument breakage identified out of surgery' could be confirmed. The root cause of this breakage has been identified as a design/manufacturing issue. This problem has already been addressed through a CAPA and a new design and gluing process have been implemented: the new drawing is already released. Design change was performed for last revision of the drawing in order to increase the strength connection between metal and carbon parts of hoffmann lrf foot archs. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.